Manufacturer narrative:
An evaluation of the ultrashape power system was performed at the customer site by a syneron-candela field technician on 5-2-2018, including functional testing of the four transducers at the site. All systems met functional specifications and no discrepancies were identified. In addition, syneron-candela service technicians evaluated the returned velashape iii system on 5-2-2018 and the two applicators used in the procedure on (B)(6) 2018. The evaluation revealed no observed system issues and the applicators were all within specification. Although a definitive root cause could not be determined in this case, causes that may lead to burns and blisters include: dirty/contaminated transducers. Treatment of fat thickness less than specified in the user manual. Insufficient ultrasound gel on treatment area. Not using a level treatment plane. Skin surface factors such as hair, body jewelry, bubbles in ultrasound gel, presence of other skin products on treatment area. The root cause of this event is unknown.

Event description:
Female patient, (B)(6) with skin type iii, underwent combined treatment on (B)(6) 2018 and reported burn on inner thigh area.